Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at 09:00pm. At that time, the patient obtained an allegedly high blood glucose result of approximately '300mg/dl', with the subject meter and compared it to his feelings. The patient advised that he manages his diabetes with insulin (self adjust). The patient reportedly made no changes to his diabetes management due to the product issue. The patient reported that on (B)(6)2011 at 06:00am, he became unconscious due to the product issue. The patient advised that he received non-hcp assistance in the form of a glucagon injection as treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.